Event description:
It was reported that the past several weeks, they have received complaints that there was a thumping noise when a heavy pt was on the cot. Recently, they tested those complaints with an employee and heard the thumping noise and noticed cracking and chipping in the front two tires. There was no reported pt involvement or adverse consequences.

Manufacturer narrative:
Other: wheel assembly.